Manufacturer narrative:
The reported issue of the device failing pm was not confirmed. Physical inspection of the device noted the instrument seal intact. The right (male) iui was observed with corrosion. Internal inspection observed no anomalies with any of the electrical or mechanical components. Review of the error log noted twenty-five (25) 240.4150.0 error codes occurring from (B)(6) 2020. Analysis of the pump module event logs was performed. No pcu device logs were returned for review. The pump module logs provide limited information regarding the programming of the device and no drug information is available. The customer did not provide the date and time of the reported event, so the final infusion was reviewed. The last time the returned pump module was attempted to be used was on 01 may 2020 at 3:30 am. At 3:30 am the source pump module was programmed a rate of 100ml/h and a vtbi of 100 ml and the infusion was started. At 3:31 am the pump module alarmed for channel error 240.4150 and at 3:33 am the pump module was channeled off. On (B)(6) 2020 the pump module was attempted to be used but with each attempt it alarmed for check IV set and the pump module was channeled off. Functional testing and asm testing revealed the device working as expected without any errors or malfunctions. The root cause of the device reportedly failing pm was not identified. Device history review: review of the service s/n (B)(4) history record showed the device had a manufacture date of 05/26/2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/27/2020 and indicated that this device has been previously returned for service on (B)(6) 2016 for motor stall recall update. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device failed pm. No further information was provided.